Event description:
The customer reported an elevated creatine kinase-mb (ck-mb) result, above the normal reference interval, for one patient involving unicel dxi 800 access immunoassay system. Subsequent testing of the patient sample on an alternate access 2 immunoassay system recovered lower results within the normal reference interval. After receiving inconsistence results, the customer performed quality control (qc) on both analyzers. Quality control for ck-mb performed on access 2 immunoassay system was within range for all three levels. Level 3 qc on unicel dxi 800 access immunoassay system was elevated. The customer stated there were obstruction detection errors on unicel dxi 800 due to thyroid-stimulating hormone (tsh) samples were collected on red top tubes and often have clots. The patient was recollected and retested on unicel dxi 800 system as a precision study. The values obtained ranged from 4.4 ng/ml-7.2 ng/ml; there was not enough sample for analysis on access 2 immunoassay system. The elevated result was not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(6) 2012 and discovered a large clot occluding the sample pipettor wash station. The fse cleaned the pipettor wash station and performed a passing carryover test. The fse performed passing pipettor test matching the system's. The fse performed ultrasonics adjustments to all pipettors prior to hardware verification. The unit conformed to the manufacturer's published performance specifications. The customer stated system checks passed for both analyzers. Quality control (qc) was repeated on unicel dxi 800 access immunoassay system after the system check was complete and within range.